Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the tubing. Customer's blood glucose (bg) was 270 mg/dl and a correction bolus was delivered to address bg. Tandem technical support assisted customer with priming the air out of tubing to resolve the issue.